Event description:
It was reported that insulin poured out of the reservoir compartment. The blood glucose reading is 322 mg/dl. Customer treated high blood glucose reading with insulin pump. The reservoir leaked past both o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.